Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The coin cell battery was evaluated and replaced. The voltage on generator was adjusted to optimum operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an x-ray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event the event described in this complaint.